Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of a pacing lead the lead became stuck in the superior vena cava (svc) due to the helix not being fully retracted. No patient complications have been reported as a result of this event.